Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/16/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that she suffered a low blood glucose (bg) episode during the night. The patient indicated that her bg dropped to "32 mg/dl" around 3:00 am and her husband had difficulty waking her up. The patient's husband treated her with juice. The patient went back to sleep at 4:00 am after her bg rose to "60 mg/dl." Paramedics were not contacted during the time of concern. The patient was not implicating the pump for the low bg episode. However, she contacted animas to make sure the pump was working perfectly. The patient felt as though her bg issue was related to stress and body changes since she had delivered twins earlier in the year. Through troubleshooting, the animas representative involved in this complaint did not find any evidence of a pump malfunction. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she suffered a low bg level that meets animas criteria for a serious injury. However, at this time, it is unknown if the pump contributed to the patient's injury.